Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer's blood glucose level. The customer was informed that damaged charging supplies would be replaced by cts via 2-day shipping.